Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, customer had an increase in exercise, as well as starting on new medication, and the pump's basal rate and carbohydrate ratio settings needed to be adjusted. Customer required assistance from partner to treat bg via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.